Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A lot number was not provided, therefore a batch review cannot be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps issue. Complaint is confirmed because the patient reported that she disconnected herself (not following emergency disconnect procedure) which is a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer called baxter's technical service group regarding a low drain volume alarm during drain 3 of 5. The nurse stated that the patient was disconnected from the homechoice (hc) then reconnected and now has disconnected again. The technical service representative (tsr) advised that the nurse needs to end therapy and start over with new supplies. No patient injury or medical intervention was reported.